Event description:
Tablo device: arterials pressure is going more negative and is having blood pump errors. Replaced the blood pump and rerouted all cables related to blood pump errors in accordance with guidance from tier 2. Ran a mock treatment while increasing and decreasing blood flow rate and at 400 ml/min blood flow rate selecting 100ml bolus several times. No alarms or alerts. All tests passed no leaks.